Event description:
Lap band was placed six years ago for morbid obesity. The pt had poor weight loss and elected to have a bypass conversion. During surgery, erosion of the band occurred with bile staining and an abscess around the band. The decision was made to remove the band and not proceed with the bypass at this time. This may be long term wear and tear of the original band.